Manufacturer narrative:
Investigation in progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reports that they had a recent needlestick injury. They are unable to determine which of these lots caused the needlestick injury as these lots were in the bin the needle was stocked in and the packaging was not saved when it was being used.

Manufacturer narrative:
Based on the investigation, no deviations were observed in the device history record, archive sample analysis, simulation of use focusing on safety mechanism activation, or engagement force testing of the henry schein safety needle 25g × 5/8'' (ref: 570-2705, lot: 07307003). All tested samples met specifications, and the device functioned as intended during simulation of use. No product-related nonconformities were identified. No samples were received from the customer for analysis. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number.